Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator turns on without user operation. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator turns on without user operation. The customer verified that the 24 volts was on the pneumatics screen. It was also reported that the device powers off after being powered on for a few seconds. The software installed was version 2.30. It was recommended by the rse that the user interface (ui) assembly be replaced. The customer elected to have the device serviced. This investigation is ongoing.

Manufacturer narrative:
A service engineer (se) was dispatched, and it was reported that the customer's issue was not duplicated while onsite. The se asked the customer to leave the device connected to ac (alternating current) power, and battery power; it was later reported by the customer, that the issue was duplicated. The se then asked the customer to connect the device to ac power only (with battery disconnected), and the customer was able to duplicate the issue. The se noted that the event log and service manual were reviewed, and it was determined that the power management (pm) board, user interface (ui) assembly, and switch board needed to be replaced. The se noted that no error codes were observed. The se noted that the pm board, ui assembly, and switch board were replaced to resolve the issue. After the parts were replaced, the se asked the customer to leave device plugged into ac power and battery power over night; no issues were found. The device passed all performance verification tests. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.